Event description:
It was reported that on (B)(6) 2010, the patient had a 3.0 x 12 mm promus stent implanted in the mid right coronary artery (rca) to treat an in-stent restenosis. On (B)(6) 2013, the patient returned to the hospital. Angiography revealed in-stent restenosis and revascularization of the target lesion was performed. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effect of stenosis/restenosis is listed in the promus everolimus eluting coronary stent system instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency. It was reported that the promus stent was deployed in a restenosed previously stented lesion. It should be noted that the IFU states: this device is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo (new) native coronary artery lesions. In this case, it is unknown if the reported IFU deviation directly caused or contributed to the reported patient effects.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Used in restenosis the stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.